Event description:
Customer stated on the wcq that there was an issue with the implant drill, however they were able to successfully place another implant.

Event description:
Customer stated, on the wcq. That there was an issue with the implant drill. However, they were able to successfully place another implant.